Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device has battery fault. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. A battery was ordered for replacement. Upon follow up and the arrival of the fse, the electromedical service reports that the ventilator has been sent to the repair center. The replacement battery has been received, and the repair center will repair the unit and return to the customer once repair is completed.

Manufacturer narrative:
H10: per good faith effort (gfe) response received on 03/27/2023, it was confirmed that the field service engineer (fse) replaced the power management (pm) printed circuit board assembly (pcba) board and will also replace the battery to resolve the reported problem under another service order. No further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.